Event description:
A surgeon reports that an intraocular lens was replaced. The reason for the replacement was not provided. Add'l info has been requested.

Event description:
The implanting surgeon provided add'l info. The intraocular lens (iol) was found to be decentered/dislocated in 2002. The lens was removed and replaced with an anterior chamber lens. The pt has had a good outcome. The surgeon does not feel the event was related to the iol or that the iol malfunctioned.